Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: patient initials are (B)(6). Event date: unknown. (B)(4). The subject device is not expected to be returned to the synthes manufacturer for evaluation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. MFR: unknown. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a hardware removal was performed due to pain and suspected infection on (B)(6) 2015. The original procedure to repair a proximal humerus fracture was performed on (B)(6) 2015. The explanted hardware included a 3-hole proximal humerus plate, eight unknown locking screws and one unknown cortex screw¿all fully intact. An antibiotic cement spacer was implanted. The procedure was performed successfully without incident. A future reverse prosthesis is planned. This report is 1 of 3 for (B)(4).